Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation and because the user culture results were not shared, the reported event could not be confirmed and a root cause could not be determined. The following is included in the device IFU: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them.". Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device has been repaired once in the past year. The device is returned, and an evaluation completed for it. The user¿s complaint of insufficient angulation was confirmed. Observations for the device: angle was insufficient; channel tube had a scratch; objective lens had a scratch causing a shadow on the image; and some white unknown sediment was found at the mount at control body. Evaluation is ongoing. Supplemental report(s) will be submitted when any relevant new information is available. Customer provided information on reprocessing of the device. The customer is following the instructions for use for reprocessing (cleaning, sterilization, and disinfection ¿ cds) the device. Implementation of water tank cleaning was done. Date of last water supply pipeline disinfection is nov 19, 2022. Implementation of bed side cleaning was done. The device was not leaking. Information on manual cleaning, such as adapter used, liquid delivery to channels, implementation of external surface and tip cleaning, implementation of alcohol spray, and detergent used, was not known. The customer reprocesses with an automatic endoscopy reprocessor (aer). Aer used is jihao g-16. Last change of water filter is in august.

Event description:
As reported for this event by the customer, in the routine culture tests performed to detect presence of microorganisms, the device had failed a test once. The device was quarantined and removed from service. There is no patient involvement, and no reported infection case for this device. The customer did not provide any test results. The device was repeatedly cleaned and sterilized; after which the device was tested for microorganisms again. The device passed the culture test. Once cleared of the presence of microorganisms, the device was removed from quarantine and brought into service to be used. The device was returned for the issue of insufficient angle evaluation occurring without any patient involvement. The intended procedure was completed without any delay.